Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s) has been confirmed. Upon investigation the monitor displayed a service code 103and was unable to complete functional testing. The cause for the failure was a shorted u409 can transceiver on the computer/analog board. Additionally, the q12 and q13 insulated-gate bipolar transistors (igbts) were shorted on the defibrillator pca. The root cause for the shorted u409 transceiver could not be positively identified. Root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.